Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal inspections were performed and the device passed. Accuracy testing was performed on the device and the device failed. The original piston foam was removed, inspected, and found to be deteriorated. The piston foam was replaced and the device was able to pass the accuracy testing. The device passed temperature verification testing. A review of the event history log of the device found nothing related to the reported issue. The cause was determined to be the deteriorated piston foam. The piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice (hc) device, it was determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.